Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that when implanting the pulse generator the atrial lead was not able to be connected. The physician did not hear the click sound when tightening the set screw and the impedance was high. The device was not used.